Event description:
The pt was receiving a heparin infusion of 25,000 units in 500cc of fluid at 19cc/hr via an infusion pump. The infusion started at 7:00pm on 9/19/97. At 8:30pm the infusion was checked and the appropriate amount of solution was noted to be remaining in the intravenous fluid bag. On 9/20/97 at 5:30am the bag of intravenous solution with heparin was noted to be empty. A partial prothrombin time was obtained and noted to be greater than 150. The pt was also noted to have coffee ground emesis. A hematocrit was obtained and was noted to have decreased from 29 to 23.8. The pt was subsequently transfused with two units of packed red blood cells.